Manufacturer narrative:
The investigation concluded that the product was used off-label, according to the following instructions for use: indications: monoderm¿ (pga-pcl) suture is indicated for use in general soft tissue approximation and/or ligation, but not for use in cardiovascular or neurological tissues, microsurgery or ophthalmic surgery. Contraindications: this suture, being absorbable, should not be used where extended approximation of tissue under stress is required, such as in fascia.

Event description:
It was reported on (B)(6) 2024 that a cardiac surgery team encountered issues using monoderm sutures during a median sternotomy closure. The surgeons reported difficulties after several passes with the precision needles, as the needles failed to puncture tissue effectively. After about half a dozen passes, the needles flattened, requiring them to cut, tie, and open a new suture after every inch. The team used three boxes of monoderm sutures during the procedure due to these issues.